Event description:
The patient reported not getting much pain relief since their implant procedure. Additionally, the patient reported pain that gets worse when stimulation is on or off. An x-ray was performed which confirmed significant migration of the neurostimulator that targets most of their pain relief. The neurostimulator that migrated is currently not turned on. The clinician would like the patient to heal longer and plans to explant the device that migrated and possibly replace it with a new neurostimulator. No additional information is available at this time.

Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, not performing an x-ray immediately after the implant procedure to confirm device placement and inadequate fixation have been ruled out as potential causes. However, migration was confirmed via x-ray which may have contributed to the reported issue. Additionally, the patient has an it band issue which may be contributing to the report of pain. The stimulator is used to treat pain. The cause of the reported issue is due to migration. However, the cause of the migration is unknown. The investigation findings do not lead to a clear conclusion about the cause of the migration. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy. Loss of therapy/no therapy rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy rates will continue to be tracked and trended.

Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, not performing an x-ray immediately after the implant procedure to confirm device placement and inadequate fixation have been ruled out as potential causes. However, migration was confirmed via x-ray which may have contributed to the reported issue. Additionally, the patient has an it band issue which may be contributing to the report of pain. The stimulator is used to treat pain. The cause of the reported issue is due to migration. However, the cause of the migration is unknown. The investigation findings do not lead to a clear conclusion about the cause of the migration. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy. Loss of therapy/no therapy rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy rates will continue to be tracked and trended.

Event description:
The patient reported not getting much pain relief since their implant procedure. Additionally, the patient reported pain that gets worse when stimulation is on or off. An x-ray was performed which confirmed significant migration of the neurostimulator that targets most of their pain relief. The neurostimulator that migrated is currently not turned on. The clinician would like the patient to heal longer and plans to explant the device that migrated and possibly replace it with a new neurostimulator. No additional information is available at this time. On (B)(6) 2025, the commercial team member noted the patient had not been wearing their device for two weeks and they could not put any weight on their leg. The patient was hospitalized for their pain and an explant procedure was scheduled for (B)(6) 2025. The devices were successfully explanted on (B)(6) 2025.